Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a stuck button alarm. Customer's blood glucose value was 219 mg/dl. Customer stated that they did press a button down for 3 minutes. Customer stated that they were not able to clear the alarm. Customer was advised to revert the backup plan as per health care professional. The device will return for the analysis.

Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. (B)(4).